Event description:
It was reported that the patient presented for device changeout procedure. Upon interrogation, prior to the procedure, the right atrial (ra) lead exhibited failure to capture. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The lead was returned in four pieces. Electrical testing and x-ray examination was normal with no anomalies found. Visual examination found damage on lead in multiple locations, consistent with procedural damage.